Event description:
Reporter is writing about the health risks involved with phthalates. Reporter heard a news story yesterday about the dangers that phthalates could pose. A woman featured in the story had a son 5 years ago born with hypospadia and she believes that phthalates played a role. Reporter's child was also born with hypospadia and no one could explain why this happened. For almost 6 years, reporter thought it was a freak thing that happened....until today. Reporter discovered that all IV bags and tubing contain phthalates and exposure to phthalates can cause the most damage to unborn fetuses. For the first 4 months of their pregnancy in 1996, reporter was on an IV, 24 hours a day. Reporter was never informed of the possible health risk that they were putting their child in. So reporter is left to wonder...did the very doctors and medical community that tried to help, also put their child at risk for possible fertility problems? Reporter would like to know more about this possible link, and will answer any questions related to this issue. Was child's hypospadias caused by the phthalates that were in their IV bag and tubing?